Manufacturer narrative:
This event was already reported to the FDA on 6/16/2015 under the carto 3 system (3008203003-2015-00042) as no catheter information was available. On march 17, 2016, the catheter information became available; therefore we are also reporting this event under the catheter used during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4) are related to the same incident.

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a webster electrophysiology catheter and suffered a cardiac tamponade requiring warfarin reversal. During transseptal phase, a 13mm effusion of contrast medium was observed in the pericardial space. Point of entry was thought be the superior inter-atrial septum. Prothrombinex was administered for warfarin reversal. No drainage was required. Patient was reported to be in stable condition. There is no information regarding hospitalization. Patient outcome is improved. There are no factors cited that might have contributed to the event. Physician did not provide causality opinion. Transseptal puncture performed with unknown needle. No error messages were reported on any biosense webster equipment during the procedure. Medical history includes ischemic heart disease (ihd), coronary artery bypass graft (CABG), vascular grafts, atrial fibrillation, stents (type unknown), and an implanted device (type unknown).